Event description:
Philips received a complaint from the technician, reporting that the v60 ventilator had tidal volumes that were low/inaccurate, and the device displayed a co2 rebreathing risk alarm. The device was in clinical use when the issue occurred. No patient or user harm reported. The technician reported that the v60 ventilator had tidal volumes that were low/inaccurate, and the device displayed a co2 rebreathing risk alarm. During an evaluation, it was determined that the gas delivery system (gds) assembly required replacement. A follow up was performed with the technician, and it was reported that the device was not repaired, and move to an inactive status. The technician did not specify if the device would be serviced at a later time. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.